Event description:
Ous MDR - the patient suffered ICD storms on the morning of (B)(6) 2014, and was rushed to a local hospital. The patient was shocked about 80 times before the local doctor disabled the ICD therapy. The patient said he was fine before the shocks. On (B)(6) the patient was sent to another hospital, when the ICD was noted to be eos. The procedure of the replacement was done on (B)(6), the lead was extracted and it was suspected to be broken in an area not in the subclavian area. The physician believes this caused the sensing problem which caused the ICD storms.

Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were subjected to an extensive analysis. The analysis of the lead revealed a rubbed through insulation in the region of the tricuspid valve, which can be considered to be the root cause of the clinical observation. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. In the available iegms the occurrence of noise was observed in the ventricular channel. This led to excessive charging cycles which partially resulted in shock deliveries,confirming the clinical observation. The activation of the eos status of the device resulted from that successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. The analyses did not reveal any sign of a material or manufacturing problem.